Manufacturer narrative:
The fse noted that the a1 probe was aspirating more slowly than the other aspirate probes and replaced the peristaltic pump tubing for all three aspirate probes. The fse verified the instrument and the results met published performance specifications. (B)(4). All related mdrs: 2122870-2014-00807, 2122870-2014-00808, 2122870-2014-00809.

Event description:
The customer reported obtaining non-reproducible brain natriuretic peptide (bnp) results on (B)(6) 2014 for twenty seven (27) patients involving the unicel dxi 800 access immunoassay system. Upon repeat on (B)(6) 2014, the analyzer in question recovered lower bnp results. Please refer to the patient data table attached. The elevated results were not reported outside of the laboratory, and there was no report of injuries, or change to patient treatment in connection with this event. The customer did not provide sample collection or preparation information. Quality control failed for various levels on (B)(6) 2014. The customer performed a passing bnp calibration on (B)(6) 2014 with reagent lot 427136 and calibrator lot 425107. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument. This is one of three reports, and is associated with the elevated result generated on (B)(6) 2014.